Event description:
The customer reported that while running an hiv-1 p24 antigen assay, the sample handler, aspirated bubbles and did not give an error message. A field service engineer was dispatched to investigate. No death or serious injury was associated with this event.